Manufacturer narrative:
H6 adverse event problem codes: updated codes to reflect investigation findings. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the reported complaint could not be independently confirmed because no product nor images enabling direct assessment of product performance were returned for evaluation. Therefore, an independent assessment of product performance could not be conducted. As reported, during advancement of the delivery catheter, the undeployed endoprosthesis dislodged from the delivery system balloon just proximal to the target treatment site; the suspected cause of the reported dislodgment was interaction with the previously implanted bare metal stent (bms), as the sheath was not positioned through that stent. Therefore, the cause for the reported complaint can be attributed to the procedure.

Manufacturer narrative:
The following patient information was asked to the physician but was not available: initials, gender, age, weight, date of birth, comorbidities, medications. A1: no patient specific details have been provided. Therefore, the patient identifier (in confidence) reflect the gore internal case number. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient underwent a procedure for an external iliac artery lesion in an area with a previously implanted bare metal stent (bms), using an 8 mm × 39 mm gore® viabahn® vbx balloon expandable endoprosthesis (gore® vbx device). It was reported that vascular access was established using a 7f terumo sheath over a 0.035" stiff glidewire. The procedure was performed via an up-and-over approach. It is unknown whether the target lesion underwent pre-dilation prior to attempted device delivery. Reportedly, no resistance was encountered while advancing the delivery catheter through the sheath. During advancement of the delivery catheter, the undeployed endoprosthesis dislodged from the delivery system balloon just proximal to the target treatment site. The suspected cause of the dislodgment was interaction with the previously implanted bms, as the sheath was not positioned through that stent. The dislodged endoprosthesis was trapped in the vessel with a bare metal stent. Another 8 mm × 39 mm gore® vbx device was subsequently deployed successfully in the target treatment area. It was reported no unintentional vessel coverage occurred. It was reported there was no impact to the patient.